Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with minor pericardial effusion. It was noted that the patient's left ventricular lead had dislodged and perforated into the coronary. The lead was removed and replaced with an epicardial lead. The patient was ok following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.